Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 350mg/dl to 149mg/dl. 106mg/dl to 248mg/dl. 248mg/dl to 116mg/dl. No qual controls were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.